Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported image failure. When connecting the returned glidescope core smart cable to known, good, test equipment, the video image appeared normal. There were no signs of damage to the connectors. The camera image quality test was performed and passed. Upon completion of the evaluation, the returned glidescope core smart cable was scrapped due to the customer already being provided a replacement. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable connected to a blade, the picture was flickering intermittently and cutting in and out during intubation. It was reported that the connection was not secure when connected to the blade. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.